Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal was removed, a cracked lcd lens, loose air detector, bubbled downstream occlusion sensor seal, worn upstream occlusion sensor seal, and corrosion on all the housing gaskets. The event history log was unable to be reviewed due to system fault of 45639. Functional testing was conducted. Upon review, the reported problem was duplicated, the device was powered up and immediately alarmed an error code of 45639. System fault 45639 is related to an issue with a main board to motor sense test during power up. Fluids intruded into the device, contaminating the main board, causing the 45639 faults. The battery compartment and chassis gaskets were all contaminated. Fluids likely entered from both top and bottom of the device. Fluid contamination effected more than 60 percent of the components. The device was beyond economical repair. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited a 45639 error code. Patient involvement is unknown.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.b3: unknown.